Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced partial insertion. Programming adjustments were made, however, the issue did not resolve. Repositioning surgery is scheduled.

Manufacturer narrative:
The recipient underwent repositioning surgery on (B)(6) 2022. The recipient's issues have reportedly resolved. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.